Event description:
Initial balloon was defective requiring operating team member to obtain a new one and this one worked fine.. No adverse problems for the patient resulted with the defective balloon. The sales representative was contacted regarding this event.